Event description:
The patient reported that the healthcare provider (hcp) turned the implant on (B)(6) and they had been experiencing "shorter periods of time to become very weak," as well as nausea since (B)(6). The hcp told them to cut their carbidopa in half which they did and it seemed like "it took less time for it to go away," and it went away faster than it normally did. It was stated the patient used to take "two twenty-five one hundreds and then two fifty-two hundreds" all at the same time, but now they took one of each with it not lasting very long. The patient felt "crappy" most of the day and their spouse had to help them walk up the stairs because they couldn't do it by themselves which they used to be able to do even though they were on medicine. It was confirmed using the patient programmer the patient had the machine on, but things seem to be going backwards instead of forwards. Initially the patient was doing well after the implant was turned on, and before the problems started they were moving and walking pretty easy even if they were off their medicine for "like" 5 hours. Currently the patient was feeling pretty good, but after running an errand and going to get the mail they got back and were feeling really weak like all of the energy had been drained out of them, with everything they do as "so dang slow right now". On february 27, 2017 the patient's spouse reported the patient committed suicide on (B)(6) 2017. According to the spouse the "deep brain stimulator (dbs) procedure was a complete failure and they could no longer suffer needlessly." The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.